Event description:
Patient had foley catheter (fc). Patient also had ureter stents. Rn discovered fc out upon investigation discovered fc balloon ruptured. Fc sequestered. Inspection of balloon damage appeared to be intact with circular break around entire balloon yet leaving fc intact. Per rn discussion with doctor, it was his opinion that ureteral stents would not have caused fc balloon to rupture.

Event description:
Patient had foley catheter (fc). Patient also had ureter stents. Rn discovered fc out upon investigation discovered fc balloon ruptured. Fc sequestered. Inspection of balloon damage appeared to be intact with circular break around entire balloon yet leaving fc intact. Per rn discussion with doctor, it was his opinion that ureteral stents would not have caused fc balloon to rupture.